Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported there was incomplete erosion due to migration of a capped lead. The lead was shortened, capped, and sewn to the pectoral fascia to prevent further migration. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the lead was removed due to infection. No further patient complications have been reported as a result of this event.